Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out, the pulse generator went into backup vvi mode after suspected electrocautery interaction and exhibited loss of output; the patient became asystolic. A temporary pacing wire was inserted. The device was explanted and replaced without any further issues. The patient did not have any impairments or injury due to asystole.